Event description:
4 probes used in the case frosted up the shaft. We used warm water all through the procedure to keep the ice from damaging the skin. Doctor said the ice may have damaged the skin.

Manufacturer narrative:
Device not returned to manufacturer for evaluation. Device history record review did not show any issues.